Event description:
Home patient reported that they called the baxter technical service center to troubleshoot an alarm situation during their automated peritoneal dialysis treatment on the homechoice machine. The patient stated they are a new patient and when they disconnected at the end of treatment, they forgot to close their transfer set. In an attempt to stop the solution from leaking out of the transfer set, the patient grabbed the end of the transer set. Since the incident occurred over the weekend, the patient called the emergency room for advice. Per the patient, the rn in the emergency room advised them to wipe the end of their transer set with an iodine prep. The home patient followed these instructions. Per the patient, they contacted their unit. Rn advised patient to come to the unit for follow up. Patient noted that the sample effluent bag taken at the unit was clear however, prophylactic antibiotics were given to the patient (medication and dosage unknown).